Event description:
The rptr stated that they did back to back blood glucose testing. Within 5 mins, using separate finger sticks. Rptr's results were 7,77 and 200mg/dl. Rptr did not have any symptoms. During troubleshooting, they reported that the test strip confirmation dots were green. New supplies were not available for control solution testing. No harm was alleged.